Event description:
The user facility reported that the safety feature did not engage following use of the device. Follow up communication revealed: (1) the safety cover would not stay closed; (2) this occurred to "several" needles; and (3) consequently, nurses were "poked" as a result of the safety not engaging. Additional event specific information has not been made available.

Manufacturer narrative:
The involved device is not available for evaluation. Unused samples were returned by the user facility for evaluation. The returned unused samples plus retained samples from the reported lot were inspected. No abnormalities or defects were noted on visual inspection and all samples passed functional testing. A review of the device history record indicated that there were no production related problems. There is no indication that the event was related to a pre-existing device defect. Although the cause for the reported event cannot be definitively determined based on the available information, the event description is most consistent with the end-user not following the proper technique per the instructions-for-use in trying to activate the safety feature. The device labeling does address the potential for such an occurrence in the instructions-for-use with statements such as the following: (1) "position the sheath approximately 45 degrees to flat surface"; (2) "press down with a firm, quick, motion until a distinct audible click is heard"; (3) "visually confirm that the needle is fully engaged under the lock"; and (7) "dispose of used needles and materials following the policies and procedures of your facility as well as federal and local regulations for sharps disposal." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).